Event description:
Add'l info rec'd from MFR 3/21/01: the failure mode was most likely a poor electrical connection as a result of corroded pins and/or a residue film left by the cleaning/sterilization process that the customer used. If a residue builds up on the pins of the adapter, it creates an electrical resistance between the pins of the adapter and the mating terminal of the circuit. If the electrical resistance becomes excessive, electric current could discharge or arc across the residue and cause scorching, or create a build-up of heat causing melting. The product is approx three (3) years old. Cleaning and/or sterilization process may have adulterated the adapter. Upon examination of the unit, the long arm of the adapter was burnt inside. It is also noted that the customer reported using the sterrad system to sterilize the adapters. The lot number provided (f7j47671 would indicate that the unit was mfg in 1997. The original pin material consisted of nickel plating. In 8/99, the material was upgraded by the supplier to gold plated pins. Gold has a much greater conductivity (less resistance) and is less prone to tarnish over time compared to nickel. The product code 0060-23 adapter carried a one-year warranty. Since this unit is reusable, its reliability is based on mean-time-to-failure expectations for standard electrical connections of this type of wiring. No statement is provided on the labeling, however replacement at no cost is typical for adapters, which do not reach the one-year of useful life. There have been approximately two to three similar failures since the adapters were introduced in 1991-92. The majority of complaints for these devices are related to misuse (i.e., use of single instead of dual), or broken (use/abuse leading to an open circuit and heater wire alarm). The burning is a specific failure mode and should be trended separately. Based on 1999 complaint trends, the failure frequency is 0.3%. Recent trends are indicating that this frequency is continuing to drop. (Circa 2000=0.16%). The event is not attributable to the device. The customer was told not to sterilize the adapters and to visually inspect them before putting them into use. While there is no empirical evidence available, the adapters may have been compromised by the sterilization process. Since the adapters are not designed for pt contact, they are not typically qualified for sterilization processing. The customer stated that they had been sterilizing the adapters through sterrad, a process involving low temp hydrogen peroxide gas plasma technology. It is possible that a build up of corrosion, tarnishing or residue on the terminal pins from this repeated processing and/or other type of cleaning may have caused or contributed to the complaint by damaging the wiring. The circuit, adapter and heater base (humidifier) were designed for use together. Compatibility and interface between systems is verified during the design validation phase.

Event description:
Humidifier alarmed. The adapter on the heated wrie circuit shorted out and smelled as if it was burning. Upon investigation, moisture was found at the connection of the heated wire adapter. The circuit adapter was noted to be charred and somewhat melted. The therapist stated that this has occurred previously on two occasions. This has the potential as a serious fire hazard.